Event description:
It was reported to medtronic neurosurgery that the patient line tubing had disconnected from the 3 way stop cock. According to the report, the needleless injection had also come off the 3 way stop cock. The report stated that a resident was using a kelly to tighten the tubing and needle-less injection site on the patient line stopcock and both the tubing and injection site broke off the system. Reportedly, according to the clinic nurse manager this issue was not due to the system, but due to misuse of the system. According to the report, this was a case of the port breaking, not simply coming apart.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.